Manufacturer narrative:
H3, h6: the navio handpiece (japan), pfsr110137s, (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The snap lock nut is separated from the snap lock. A functional evaluation was not performed; the failure was observed during inspection and confirmed visually upon return. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event mechanical component failure due to vibration. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions determined this case and associated lot or serial number is associated with a CAPA and no further action is required. This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during a navio inspection, it was found that the navio handpiece lead screw nut was loosened. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference case- (B)(4).